Manufacturer narrative:
This product was received for evaluation and the reported failure was confirmed. Tech services confirmed that the image on the monitor cut out. The titanium smart cable was replaced, the device was tested and returned to the customer. Additional part used: glidescope avl/gvm monitor; catalog: 0570-0338; sn: (B)(4).

Event description:
The customer reported that the glidescope avl/gvm monitor with smart cable and single use titanium blade did not perform as intended during a patient procedure. The image on the monitor cut out during the procedure. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.